Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/26/2021. H.6. Investigation: a device history record review was performed for provided lot number 1909270 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture samples and a physical sample from a related complaint were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringe. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Event description:
It was reported that syringe s2 20ml had foreign matter. The following information was provided by the initial reporter: we would like to report a potentially dangerous product defect regarding your discardit ii 20 ml syringes. Fine plastic elements detach from the area of the syringe stamp.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml had foreign matter. The following information was provided by the initial reporter: we would like to report a potentially dangerous product defect regarding your discardit ii 20 ml syringes. Fine plastic elements detach from the area of the syringe stamp.